Manufacturer narrative:
(B)(4).

Event description:
Stapler fired about 30mm and released automatically with idrive ultra. They used another device and finished the procedure. No reinforcement material used in conjunction with the stapling device. No tissue loss. No extension of or time.

Manufacturer narrative:
Tracking number: (B)(4). Post market vigilance (pmv) led an evaluation of one reload opened by the account. Visual inspection of the cartridge revealed that the reload was partially fired with the interlock engaged. The anvil clamping mechanism was deformed. The reload was loaded into a pmv representative instrument handle and adapter for functional testing. The reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the reload was applied to test media. All remaining staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates the device lot number was released meeting all quality specifications. Replication of the reported condition may occur if the powered handle stops firing before the lower clamp reaches the distal end, which is likely due to the firing force reaching the upper design limit of the reload. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.